Event description:
The customer reported that she was hospitalized due to blood glucose levels greater than 500 mg/dl. The customer was unable to troubleshoot at the time of the call. The customer was calling for assistance in programming a temporary basal rate. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.